Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A single board computer (sbc) was returned to covidien/medtronic¿s failure analysis. An investigation was performed and the identified root cause of the reported issue could not be duplicated.

Manufacturer narrative:
Correction: (B)(6) 2017. 4 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator generated a system message alarm. The ventilator stopped cycling. Patient outcome information was not provided.